Event description:
New information received notes the right ventricular lead was explanted due to diaphragmatic stimulation. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06335. It was reported that the patient felt diaphragmatic nerve stimulation when laying down. Programming changes, left ventricular lead revision, and a system replacement was performed however the stimulation persisted. The patient developed inflammation in the heart and chest from the surgeries. The patient changed cardiologists and lead revision was performed on the right ventricular lead and the stimulation went away. Shortly after, loss of cardiac pacing in the right ventricle was observed and the stimulation came back.